Event description:
It was reported that, "hospital ordered simplex. Came one dose broken, leaked onto four others."

Manufacturer narrative:
An evaluation of the device cannot performed as the device was not returned to the manufacturer. Hospital disposed of damaged simplex. If additional information becomes available, it will be submitted in a supplemental report.